Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR # 2134265-2018-00266. (B)(6) clinical study. It was reported that in-stent restenosis (isr), angina, and arrhythmia occurred. In (B)(6) 2012, the subject presented with unstable angina (braunwald classification: iib) and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in mid right coronary artery (rca) extended to distal rca with 75% stenosis and was 58 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.75 mm x 38 mm and 2.75 mm x 24 mm promus element plus stents in an overlapping fashion. Following post dilatation residual stenosis was 25%. Target lesion #2 was a de novo lesion located in the right posterior descending artery (r-pda) with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct placement of a 2.50 mm x 16 mm promus element plus stent. Following post dilatation residual stenosis was 25%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2015, the subject underwent cardiac catheterization which demonstrated a chronic total occlusion, probable in-stent restenosis, of the study stents implanted in the mid to distal rca in overlapping manner. The subject was scheduled for repeat cardiac catheterization and possible percutaneous revascularization in near future. In (B)(6) 2017, the subject underwent positron emission tomography (pet) utilizing fluorodeoxyglucose (fdg) which revealed normal viability in the anterior and inferior wall, predominantly fixed defect in mid and apical inferolateral wall with minimal reversibility along with a mixed small defect in the anterolateral wall. The study suggested pursuing revascularization in the inferior wall rca territory. The subject had persistent dyspnea on exertion manifest as class iii angina ischemic equivalent. In (B)(6) 2017, the subject presented with complaints of chest pressure or discomfort and was further referred for cardiac catheterization. The 100% stenosis in the mid rca was treated with predilatation and placement of four drug eluting stents: a 3.0 x 30 mm synergy drug-eluting stent followed more proximally in a slight overlapping fashion with another 3.0 x 30 mm synergy drug-eluting stent, a 3.0 x 30 mm synergy drug eluting stent and a 3.5 x 12 mm synergy drug-eluting stent. Following post dilatation residual stenosis was less than 25% throughout the entire treated segment with achievement of timi grade iii antegrade flow. The next day the event was considered as resolved and the subject was discharged.